Event description:
The rptr stated that he did back to back blood glucose tests, within ten mins, using separate finger sticks. His results were 116, 272 and 303 mg/dl. The rptr did not have any symptoms. During troubleshooting, it was learned that he had never cleaned his meter. No control solution was available for testing.

Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8